Event description:
Boston scientific received information that this device was unsuccessfully attempted to be implanted. It was noted that when the implanting physician was closing the device pocket, noise was observed on the egms. Upon closer inspection of the device header, blood was seen. Violation of the seal plug was suspected and the physician elected to implant a new device, which resulted in no noise. The patient was reportedly doing well. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.